Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd ultra-fine¿ pro pen needle the outer cover was damaged resulting in a sterility issue. The following information was provided by the initial reporter. The customer stated: "the white cap was damaged."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd ultra-fine¿ pro pen needle the outer cover was damaged resulting in a sterility issue. The following information was provided by the initial reporter. The customer stated: "the white cap was damaged."

Event description:
It was reported when using the bd ultra-fine¿ pro pen needle the outer cover was damaged resulting in a sterility issue. The following information was provided by the initial reporter. The customer stated: "the white cap was damaged.".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.